Event description:
The pantera leo balloon catheter was selected for use. During inflation the balloon ruptured at nominal pressure. Therefore the device was removed from the patients body and another balloon catheter was used.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned orsiro revealed that the balloon was partly deflated and contained contrast medium and blood residues in the balloon lumen. Microscopic inspection revealed that the balloon has burst over its entire length. Scratches were observed on the balloon surface near the damage site and it appears that the balloon was pressed against a sharp object. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the anatomy of the patient.